Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was taken to CT overnight for bleeding with a drop in hematocrit. CT revealed retroperitoneal bleed; however, it was not active. Two units of packed red blood cells were given overnight with two more given the next morning. The dressing was changed with no additional bleeding noted. Heparin was removed from the purge. Later, there was additional oozing at both the impella and dialysis sites. In addition, the patient had pulseless electrical activity arrest and vt (ventricular tachycardia) requiring CPR and defibrillation. Care was withdrawn and the patient expired while on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿